Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. The cause of the bleeding is most likely patient condition since all access sites are oozy including the impella axillary site. The cause of the fever was not determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient implanted with an impella 5.5 had a fever and oozing from the access site. Systemic anticoagulation was altered and the patient was transfused two units of platelets and one unit of packed red blood cells to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.